Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A company representative reported that her partner had a patient who had an explant and re-implant done. It was indicated the patient had a motor vehicle accident. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.